Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device did not discharge or did not discharge enough electric quantity during emergency patient defibrillation for ventricular fibrillation which resulted in a delay in rescue time. Another device was used to treat the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The patient survived the event. Additional details have been requested

Event description:
The customer reported the device did not discharge or did not discharge enough electric quantity during emergency patient defibrillation for ventricular fibrillation which resulted in a delay in rescue time. The patient did not respond during defibrillation and the ECG did not change. Another device was used to treat the patient. We are considering this event to be a serious injury based on the report that life-saving treatment was interrupted requiring the use of another defibrillator. However, no direct adverse event to the patient or user was reported. The customer contacted the philips call center. No ECG monitoring strips or case event files were provided to philips for review. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The customer was aware of the end of life terms and the device remains at the customer site.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.